Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements which went high out of range. Technical services (ts) noted it is possible that calcification had occurred around the coil. Beep tones were heard coming from this device. This patient underwent a defibrillation threshold (dft) test in which a code 1005 was observed which is indicative of an open circuit condition during shock delivery. The dft test was unsuccessful as the rhythm did not convert. Ts recommended a revision procedure. Currently, this crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements which went high out of range. Technical services (ts) noted it is possible that calcification had occurred around the coil. Beep tones were heard coming from this device. This patient underwent a defibrillation threshold (dft) test in which a code 1005 was observed which is indicative of an open circuit condition during shock delivery. The dft test was unsuccessful as the rhythm did not convert. Ts recommended a revision procedure. Currently, this crt-d remains in service. No additional adverse patient effects were reported.